Manufacturer narrative:
Additional information is provided in sections a.1, a.2, a.3, b.5, b.6, b.7 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that the patient received additional treatment, unspecified, to the right eye. An alternate lens was implanted in the sulcus. The patient's condition is reported as resolved.

Manufacturer narrative:
No lot code or sample was provided. Intra-lot trending performed for the past year found three similar complaints. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. No action is warranted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that the cannula on a viscoelastic product which was used during a cataract surgery suddenly perforated the posterior capsule while it was being used to polish the posterior capsule after the cortex was removed. Additional information has been requested.